Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer complained her hearing has become dramatically worse since she stared to work on architect c4000 sn (B)(4) (installed march 28, 2014). Note: the architect c4000 is installed according to the specification and there is no extraordinary noise in the lab; in the same room are also centrifuge, hematology analyzer, refrigerator and computers, but she is sure that her disability is caused by architect c4000. She visited the doctor and now is planning to apply for a handicap status. On (B)(6) 2017 additional information was provided: lab technician is (B)(6) years old (born in (B)(6)). There has been no treatment and there is no ongoing treatment. Lab technician is not using any hearing aids. Personal and phone conversation can be held on normal voice level. On (B)(6) 2017 additional information was provided: architect c4000 sn (B)(4) sound similar to other c4000 systems experienced in the field. The level of noise in the customer laboratory near architect c4000 sn (B)(4) is similar to other laboratories. The sound was measured using a digital sound level meter mastech ms6700. Laboratory is 62 dba and near to architect c4000 sn (B)(4) is 63- 64 dba. Abbott field service indicates that the noise level at the instrument has been consistently the same over time. There was no evidence instrument is generating elevated level of noise.

Manufacturer narrative:
Further investigation of the issue included an on-site inspection of c460453 performed by abbott field service (fs), a review of the service history for c460215, and a review of complaints and internal information and related product labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Field service used a mastech ms6700 (digital sound level meter) to measure noise levels in the lab. The noise level in the lab was measured at 62 dba and the noise level near c460453 was 63 to 64 dba. These levels are within (and well below) the noise level specification listed in the architect system operations manual which states: does not exceed 85 dba during normal operation above a reference sound pressure of 20 u pa. As part of the architect c4000 product design verification, the instrument was subjected to a sound pressure level test. The sound pressure level was 63.9dba which is well below the verification testing acceptance criteria limit of 70dba. The noise level measured during product verification is consistent with the on-site noise measured by a fs using the mastech ms6700. Based on the information reviewed above, architect c460453 is performing within specifications and is not a likely source of noise that would result in hearing loss. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.